Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: this rn placed a bd insyte autoguard 24g IV catheter (lot 4152060) into the patients left foot per protocol without complications. During the flushing of the IV after placement fluid was visibly spraying out of the side of the exposed part of the catheter. The IV catheter was then removed, resulting in subsequent IV attempts that were not necessarily had this catheter been intact. Event date: 1/8/2024. (B)(6) 2024. The report states that the issue resulted in the need of treatment and/or intervention and caused temporary harm.

Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed. One photograph and one open unit package for a 24g insyte autoguard were provided for investigation. The photograph showed only the unit package. No device was returned for investigation. Without a photo of the device, or product sample, an analysis of the failure cannot be performed. Although the photograph, unit package, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.